Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly was noted. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with cracked case on lcd display window corners, scratched lcd window, cracked reservoir tube, and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was 151 mg/dl. The customer was unable to exit the "preparing to prime" loop. The customer stated that the second series of beeps nor numbers did not appear on the screen. The customer will be sent a replacement pump.